Manufacturer narrative:
On (B)(6) 2020 , it was reported to mentor that the date of removal was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had undergone biopsy of the right breast on (B)(6) 2019. The problem date observed was (B)(6) 2019. On (B)(6) 2019, a scar was removed from the right breast that had not healed well from the biopsy. The replacement devices were mentor smooth round moderate plus profile 650cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/19/2020, mentor became aware that it was erroneously omitted to report that the photo was received on 4/15/2020. On 5/19/2020, upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us with the attached form signed to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the deflated implant, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the 5554712 lot number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical secondary review of this file performed on 4/7/2020, it was decided to add code chest injury to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.